Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it was discarded. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown: omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
According to the reporter, the patient was admitted to the hospital with diabetic ketoacidosis (dka) on (B)(6) 2025. The pod was worn on the leg between 1 and 4 hours. It was reported that on (B)(6) 2025, the patient began feeling unwell, and when ketones level was tested, the result was 6.5 with blood glucose levels of 16.9 mmol/l (304 mg/dl). The patient experienced hyperglycemia, lethargy, slight incoherence, headaches and vomiting. The patient visited the emergency room and was subsequently admitted to intensive care. The patient was administered intravenous saline fluids and insulin and monitored until stable. The patient was discharged on (B)(6) 2025. The pod was removed at the hospital.